Event description:
Complainant alleged that during biomed testing, the associated defibrillator did not detect the attached electrode pads and failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The electrodes were not returned to zoll medical corporation for evaluation; the customer provided the device histroy log for review. The customer's report was observed during the review of device data logs. The pads are scheduled for evaluation. Analysis of reports of this type has not identified an increase in trend.